Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On 03/20/2018, endologix was made aware of a reported type 3b endoleak on a patient from dr. (B)(6) from (B)(6) medical center. Patient was initially implanted on (B)(6) 2017 by dr. (B)(6). Patient just had their one (1) year follow up, and upon the CT, the stent cage measured 36mm distally and looked as if there is no material. Patient is not symptomatic. Physician is unsure as to how he plans to treat the patient, a non endologix device might be considered. The sales rep will provide us with an update when patient has been treated. No other information provided.

Manufacturer narrative:
Based on the information received, clinical assessment refuted reported type iiib endoleak. The complaint is most likely due to poor stent apposition. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. A definitive root cause was unable to be determined; however, stent cage dilation of the main body (24%) as well as the 40 °angled neck were likely were contributing factors. The device remains in the patient and will not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.